Event description:
The wound drain was inserted on july 15, 1998, during breast implantation. On july 16, 19998, while the drain was being removed, it fractured. The dr is unsure if he wants to go in and remove the small piece of fractured drain.